Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 5f sheath after a left extremity angiogram procedure. Reportedly, there was resistance advancing the thumb advancer and the sheath did not split completely. Manual arterial compression was used to achieve hemostasis. Post procedure the patient developed a large hematoma which was treated with manual compression there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer could not be replicated in a testing environment as the device was returned with the sheath split completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported resistance deploying the thumb advancer and patient effect of hematoma appears to be related to procedure circumstance due to device angle change prior to thumb advancer/ slider stroke completion. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.